Event description:
It was reported via repair work order that the foot section calf support assembly would not lock in place due to corrosion/rust. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.